Manufacturer narrative:
The device was received with the hard cannula visible in the exposed portion of the soft cannula. The linkage assembly was observed to be in the partially deployed position. After opening the returned device, the needle mechanism moved into the fully deployed position. Score marks were found on the underside of the top housing, indicating a misalignment of the linkage assembly. The misalignment of the linkage assembly resulted in the needle not fully retracting into the pod. The formed needle was also observed to be damaged. Due to the needle being exposed, it could not be determined when or how this damage occurred. The soft cannula measured the correct full length according to specification and did not appear damaged. It could not be conclusively determined if the needle failing to retract or the damaged hard cannula contributed to the reported dislodged cannula. A root cause for the reported dislodged cannula could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and dislodged cannula or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose reached 303 mg/dl while wearing the pod for between 24 and 36 hours. It was discovered that the needle mechanism did not retract as intended, when removed, the pods cannula was found to be dislodged from the infusion site. No treatment was provided.